Event description:
Patient reported left side "pulling sensation, pain, burning sensation, edema, capsular contracture grade iii, encapsuled prostheses, twinges, shivering on nipple, throbbing, discomfort¿, calcification, slightly lobulated, sheet of peri-implant liquid, radial fold, and recall. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "sheet of peri-implant liquid."

Event description:
Device has been explanted.